Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events involving lead dislodgments; date range (B)(4) 2008 and (B)(4) 2010. This medwatch report represents 73 events. This event occurred outside the us. All info provided is included in this report. If additional relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.

Event description:
It was reported the left ventricular lead dislodged. The lead remains active and there is no plan to reposition the lead. No lead complications were reported as a result of this event.